Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV". Device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Additionally, healthcare professional reported and confirmed baker grade iii, "double capsule", "thickened and calcified capsule", and "patient's concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV". Additionally, healthcare professional reported and confirmed baker grade iii, "double capsule", "thickened and calcified capsule", and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV". Additionally, healthcare professional reported and confirmed baker grade iii, "double capsule", "thickened and calcified capsule", and "patient's concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV". Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified crease fold, one opening curved on the anterior, and white calcification on the shell. Leak test and microscopic was performed which identified one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool and observed calcification on the shell, however, is not consider as a workmanship due to the device was not received in their original sealed packaging.